Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on 10/12/2016 that a customer had an issue with a lite glove. The customer reports that upon assembling one of their kits they discovered a light handle cracked at the base of the handle.